Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii did not deploy. A new kit was used to complete the procedure. There were no patient effects. The product was returned. Upon receipt of the device, it was observed that the seal did not "load properly" rather than "deploy properly".

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was evidence of blood on the device. Based upon the received condition of the device, the reported complaint was confirmed as a "failure to load properly". A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).